Manufacturer narrative:
(B)(4). Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the radical nephrectomy procedure, the surgeon was transecting the hilum of the kidney. The stapler fired as intended. The knife blade failed to return home position. The surgeon engaged manual override to open and remove stapler. That product was discarded. A like device was used to complete the procedure with no patient consequences.